Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI) part analysis: the reported condition of drawer 5 failed was confirmed during fse and subsequently confirmed in the dchu inspection process. According to work order (wo) 02019746, the bd field service engineer (fse) reported that he ran hta and drawer clicked. Fse replaced solenoid, retractor band, and drawer controller. Then fse returned with latch sensor for drawer five main, rebooted and still malfunction. The external inspection was carried out in the lab according to the established procedure. During inspection, a broken capacitor was found in the drawer controller. No anomaly was observed in the retractor band. Laboratory testing was carried out with a digital multimeter for the retractor band finding no failures. The hta was performed without issues. On the other hand, no further testing was performed for the drawer controller due to a broken component was found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was determined that the root cause of the complaint component was generated by a broken capacitor (c408) in the drawer controller.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. As per part investigation, it was determined that component was generated by a broken capacitor (c408) in the drawer controller. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer attempted recovery by running hardware test application (hta), during which the drawer clicked but did not function properly. Replaced the solenoid, retractor band, and drawer controller. Later returned with a latch sensor. After rebooting, the drawer continued to malfunction. Contacted lead technician for assistance, advised loosening the four screws on the drawer slides, lifting the drawer slightly, and then tightening the screws back. Following this adjustment, ran a final test in hta, which was successful. The customer was then able to recover and inventory the drawer without any further issues. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.